Event description:
It was reported that the user experienced hyperglycemia after consuming a sugary beverage while using the ilet, with troubleshooting indicating insulin delivery functions were normal, infusion site was dry without irritation, tubing was connected correctly, and drops were observed on fill tubing. Symptoms included slurred speech, anxiety, and a hyperglycemia peaking at 533 mg/dl. Outcomes included transient high glucose with subsequent return to range. Investigation included review of device operation and user-reported checks of the infusion set and tubing. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with hyperglycemia attributable to carbohydrate intake without meal announcement rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was user-related glycemic excursion due to dietary intake.